Manufacturer narrative:
The device history record for the reported lot number, aa4322n34, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The tubing and balloon had a brown discoloration. The balloon was infused with 5cc water. With slight manual manipulation, leakage was observed in the area of the proximal collar. When viewed under magnification, a lateral slit was observed on the collar. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the transgastric jejunal enteral feeding tube leaked after two weeks in use. Additional information received on 07/10/2015 stated the transgastric jejunal enteral feeding tube was replaced soon after the user detected balloon leak. A new tube was inserted by use of a guide wire and x-ray visualization. No endoscopic procedure nor treatment with anesthetic was required for the replacement. No additional information was provided in regards to patient's age, gender and weight.